Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient missed an urgent low alarm on the g5 application. It was reported that the patient's follower received an urgent low alert from the follow application and tried to contact the patient but was unable to reach the her. The follower called 911 and when the emergency medical technician (emt) showed up at the patient's home, the patient was puzzled as to why the emt was there. The patient informed the emt that she was fine and stable and was not experiencing a hypoglycemic event. The emt did not treat the patient. The emt left after they took a finger stick from the patient. The patient's blood glucose (bg) reading was 107 mg/dl and the continuous glucose monitor (cgm) was reading 97 mg/dl. The patient was not taken to the hospital and remained at home. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was received for evaluation. A review of the data log could not confirm the reported event of no urgent low alert received on the g5 application. A root cause could not be determined.